Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-02896. It was reported that the patient may undergo surgical intervention. The exact reason is unknown to the manufacturer at this time.